Event description:
It was reported that approx. 22 months after the implantation the patient received inappropriate shocks. Pacing impedance decreased to 200 ohms . Oversensing was observed. The lead was capped on (B)(6) 2017 a new lead was implanted.

Manufacturer narrative:
As of today, the medical product has not been provided for analysis and could therefore not be examined itself. Thus, the analysis is based on the inspection of the production documents and the provided data. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. As mentioned in the complaint text, the trend curves in (B)(6) showed two drops in impedance from about 450 ohm to less than 200 ohm. In addition, noise could be detected in the rv channel in the available iegms, which led to vf detection with shock delivery. Despite the available information, the defect cause could not be evaluated because this would necessitate examination of the lead itself. If additional relevant information or the device itself should become available, please send this to us also. The incident will then be updated accordingly.